Manufacturer narrative:
Corrected information was provided in d4 (primary UDI number). Upon review, the section d primary udl number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d4 (catalog, serial); d10 (concomitant med products). The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 46-year-old male patient with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the patient complained of vision changes. Head CT showed sub-acute versus acute occipital ischemic stroke. A contributing factor was intra-aortic balloon pump (iabp) 1:3 during impella use. The patient survived to explant. Cerebrovascular accident may be associated with underlying critical illness, advanced cardiogenic shock, and patient-specific risk factors, including concurrent use of mechanical circulatory support devices.